Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It is unknown if the patient was hospitalized for the event and treatment information was not reported. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis occurred sometime last year. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd892778 and gd892554 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).